Event description:
It was reported that a stuck guidewire occurred. The physician attempted to advance the guidewire out of the catheter and into the vein, but this was not possible as all movement of the wire was inhibited. The catheter tip was visualized on intracardiac echocardiography (ice), and the catheter was slowly undeployed, trying to not make contact with tissue. When the physician removed the catheter, tissue was seen on the tip of the device. The guidewire was still unable to move in the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".